Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic patient record from the event and did confirm that the device powered off, then on, multiple times; however, the cause of which could not be determined. As a precaution, physio replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off multiple times during a recent patient event. Medical personnel were able to restore power each time by pressing the on button. At the time of the event, one battery was low, but the second battery was full. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were available.